Event description:
This system was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the home monitoring data available for analysis. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The available home monitoring data from 2013 have been analyzed. The analysis did not show any anomalies. Home monitoring was deactivated for this patient on (B)(6) 2013. Further relevant data were not available for analysis, therefore no conclusions could be drawn regarding the root cause of the clinical observation. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. No relevant data were available for a root cause investigation.